Event description:
It was reported by the sales rep the device was used during a pneumonectomy on approx 8/12/1998. It was reported the surgeon used a tx30g on the main stem bronchus. Pt reportedly developed a bronchopleural fistula which required re-operation on approx 8/23/1998. The pt later died. Surgeon told the rep the "stapler failed". Rep was given no info about the performance of the device during the initial procedure.